Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose readings and insulin flow blocked alarm. Customer's blood glucose value was up to 500 mg/dl. The customer stated that sometimes the cannula is bent. The customer reported insulin flow blocked alarm was resolved by complete set change. The insulin pump will not be returned for analysis.